Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms will intermittently suspend at their philips intellivue information center (piic). The device was not in use on a patient.